Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their pocket and the customer leaned against a table causing the touch screen to shatter. Customer is unable to interact with the touch screen due to the damage. Customer's blood glucose was between 150-175 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.